Event description:
Reporter stated the customer experienced hyperglycemia of up to 400 mg/dl since (B)(6) 2014, and her normal blood glucose range is 70-120 mg/dl. She went to the emergency room on (B)(6) 2014, and the infusion device was disconnected. She was treated with "serum therapy" and ultra-fast insulin, and she left the emergency room after 2 hours on alternate therapy. It was reported her blood glucose has been "correct" since starting the alternate therapy. The infusion device was requested for evaluation and will be tested for inaccurate delivery.

Manufacturer narrative:
The event occurred in (B)(6).